Manufacturer narrative:
One imp,tsv,4.1,8,mtx,mg (tsvt4b8) was returned for investigation attached to a transfer mount. Visual inspection of the as returned product identified minimal wear from use, and the internal drive feature showed no signs of damage. Functional testing was performed for the returned product and it was determined that the internal threads functioned as intended when assembled and disassembled with the returned mount. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was not confirmed. A root cause cannot be determined. The following sections have been updated: d4: (B)(4). H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight: not provided/unknown. Reporter's last name: not provided/unknown. Device not returned.

Event description:
It was reported that the internal threading of the implant (tsvt4b8) were damaged. The customer requested the re-threading tool. Tooth location 15.